Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reported as "high"; specific value was not provided. Cause was unknown. At the time of troubleshooting, customer had not taken any action to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.